Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the sealing around the air-mix button of a pneupac¿ vr1 ventilator was "lost on the machine". No injury was reported.

Manufacturer narrative:
One pneupac mechanical ventilator was returned for evaluation. Upon visual inspection, the complaint was confirmed. The rubber seal was missing that surrounds the airmix switch. The root cause was determined to be user misuse as this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.